Event description:
It was reported that this right atrial (ra) lead exhibited poor sensing and threshold measurements. This ra lead was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.